Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion procedure at l5 to s1 using rhbmp-2/acs on (B)(6) 2009. The patient's post-operative period was marked by increasingly severe low back pain, which radiated to his lower extremities. A lumbar MRI scan conducted on (B)(6) 2011, revealed disc material at the surgery level, causing compression on the patient's spine. This necessitated a revision surgery. On (B)(6) 2011, patient underwent a surgical procedure to alleviate the disc herniation and spondylosis using rhbmp-2/acs. CT scan from (B)(6) 2011 revealed hypertrophic bone growth and osteolysis at the level of the surgery. Currently, patient continues to experience severe low back pain and weakness in his legs, which has caused him to fall on several occasions.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2009 the patient underwent: 1) re-do micron lumbar discectomy at l5-s1 off to the right. 2) revision of scar tissue. 3) anterior lumbar interbody fusion at l5-s1, using a cage, impregnated with bmp. 4) posterior lumbar interbody fusion using percutaneous pedicle screws, using a system at l5 and s1, impregnating the transverse processes with bmp. 5) intraoperative evoked potentials. Preoperative diagnosis: 1) recurrent herniated disc at l5-s1 on the right. 2) mechanical back pain. Per op notes: after the disc space was created the rent which was already present was enlarged and more disc material was removed using pituitary rongeurs. Then placed the disc space shavers into the body and removed more disc material. Then decorticated the end plates and placed in bmp into the disc space itself and then countersunk a cage impregnated with bmp.